Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 525 mg/dl, 427 mg/dl, and 70 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer also reported receiving two additional results of 376 mg/dl and 275 mg/dl. And these results when plotted on a parkes error grid fell into the "a" zone showing the difference in values to not be clinically significant. The customer reported increasing their normal insulin dosage based on these readings obtained. However, there was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's products have been requested back for investigation.